Event description:
Report received from the USA stating that the device had a "heat" issue. The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported condition of "heat" could not be confirmed. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).